Manufacturer narrative:
The investigation determined the event was consistent with pre-analytical handling issues at the customer site, which caused the sample probe to be dirty. Correct pre-analytic sample handling is within the customer's responsibility. The issue was resolved by replacing the sample probe. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer replaced the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. The initial result was 0.162 mmol/l. The repeat result was 6.33 mmol/l.